Event description:
The customer reported that the canopy has zipper damage to the panel. They did not report specifically what panel. There was no pt injury reported.

Manufacturer narrative:
(B) (4) zipper damage. Evaluation of the returned product shows that the large window a zipper slider body is open. Large window b 1 inch tear in netting. Backside b pt surface tear. There is other damage to the canopy that is not relevant to this complaint. (B) (4).